Manufacturer narrative:
The blade subject to this complaint was returned for evaluation. A break at the mount of the blade was visually confirmed. The returned blade was measured for critical features. All features identified were confirmed to conform to specification. Surgical technique was suggested as a potential root cause for the breakage. It was not possible to determine the definitive root cause.

Event description:
It was reported that the blade broke off at the shank. No adverse consequences were reported.